Event description:
The customer reported that he had low blood glucose of 9 mg/dl. The paramedics were called at his home and treated him. The customer stated that he had difficulty waking up. The customer's most recent glucose reading was 155 mg/dl, and he has treated with the insulin pump prior to calling. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer called back and stated that the insulin pump alarmed motor error during a bolus. Ran a displacement and self test and the tests passed. Advised the customer to change the infusion set/reservoir and call back if the issues persisted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.